Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. The device evaluation determined the cause was a faulty cable unit. In addition, the evaluation found a faded rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus having image issues with several 4k camera heads. For this event, the customer reported the device was not communicating with the tower prior to an unknown procedure. Error message e221 was displayed. No patient harm was reported. Related to patient identifiers: (B)(6) and (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the issue was likely caused by the cable-unit malfunction. Olympus will continue to monitor the field performance of this device.

Event description:
Related to patient identifier (B)(6).